Event description:
Report received of an underdilivery. The pump was programmed in the non-concurrent mode to deliver an unspecified amount of d5.25ns with 30meq of sodium bicarbonate at an unspecified rate on the primary line. The secondary line was programmed to deliver an unspecified concentration of methotrexate in 1000ml at a rate of 86ml/hr, with a dose limit of 200ml. The 1000ml infusion was to be given over a 24 hour period with the patient being assessed by the nurse after every 200ml dose. Twenty-three hours later, the nurse reported that 400ml remained in the solution bag instead of the expected 100ml. The doctor was notified and ordered the infusion rate be increased so that the delivery would be complete in the next hour. The nurse reportedly increased the insulin to an unspecified rate. Approximately 30 minutes later, they noted that the volume of solution remaining in the bag was 300ml instead of the expected 200ml. The pump was removed from clinical service and the therapy continued using a replacememt pump. The patient did not experience any adverse effect. Though requested, there was no further information available.